Manufacturer narrative:
It was reported that during an unidentified procedure, the wound drain tore as it was being removed and a piece of the wound drain fell into the surgical site. The broken piece was removed from the surgical site via an unidentified method. The patient was reportedly under general anesthesia at the time of this incident. The procedure did not last longer than expected and the patient did not require additional anesthesia to complete the unidentified procedure. No impact to the patient, the patient's stability, the patient's plan of care, or the unidentified procedure was reported. No serious injury, additional medical intervention, or follow-up care reported. The sample was returned to the manufacturer for evaluation. The wound drain's tear site was found to be jagged and uneven suggesting that the tubing was potentially damaged by a suturing needle. A suture was noted inside of the wound drain. If the wound drain was nicked at some point with a suturing needle, it is possible the integrity of the material became compromised and contributed to the reported tear. The reported product issue was confirmed. Based on the jagged nature of the tear site, the product issue is believed to be user caused. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during an unidentified procedure, the wound drain tore as it was being removed and a piece of the wound drain fell into the surgical site.